Manufacturer narrative:
Gas spring trip.

Event description:
Mr. (B)(6), technical service employee for the hospital, reported to (B)(6), medical technician for stryker (B)(6), that "the fowler cannot be unlocked". Mr. (B)(6) also mentioned that "there is an issue with the trigger which releases the pressure in the pump of the fowler". There were no adverse consequences for the pt.